Manufacturer narrative:
The user returned the device to olympus for repair due to insufficient upward and downward angulations. The user did not report whether the device was used for the procedure with foreign material stuck in the nozzle. Therefore, the device that was improperly or insufficiently reprocessed may have been used in the procedure. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the adhesive of the bending section rubber and the bending section rubber were worn. -due to the deterioration of the angle wire, the angulation was insufficient and there was play in the angulation control knob. -the insertion tube was scratched and the coating was peeled off. -the image guide protector of the insertion tube was sticky. -the locking mechanism of the angulation control knob was weak. -the universal cord was scratched and dented. -the universal cord protector on the endoscope connector side was sticky. -there was a leakage from the endoscope connector due to internal deformation. -the grip, control unit, endoscope cover, and remote switch 1 were scratched. -the grip unit and the endoscope cover were sticky. -the instrument channel port and air/water cylinder were scratched. -the air / water cylinder was discolored. -the suction cylinder was scraped and discolored. -the control unit, endoscope connector and universal cord were dirty. -the up/down angulation control knob and the right/left angulation control knob were dirty. -there was a dent mark on the light guide cover glass. -the light guide lens and distal end cap were scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the air/water nozzle at the distal end was clogged due to the adhesion of foreign material. In addition, the water removal ability did not meet the standard value, due to nozzle clogging. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus medical systems (B)(4), the following was confirmed. -the olympus engineer was unable to remove foreign material from the air/water nozzle, so the nozzle was replaced. -some yellow / brown material was found inside the air/water nozzle. -the olympus field service engineer reported that the user reprocessed the device in the correct process. From the repair history of the device, the insertion tube, bending section, and air/water nozzle were replaced on august 18, 2021. From the device inspection results, olympus medical systems corp. (Omsc) confirmed nonconformity due to handling and nonconformity suggesting insufficient reprocessing. This nonconformity can affect the reported event. The exact cause of the reported event could not be conclusively determined. From the photograph of the foreign material in the air/water nozzle, the foreign material was brownish brown, and the device had a nonconformity suggesting insufficient reprocessing. Therefore, the reported event may have been caused by the following causes: -there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. -there was insufficient training for user facility staff on how to handle the device according to the instruction manual, how to handle it before returning it, and how to reprocess it. The instruction manual states that insufficient reprocessing of the endoscope may pose an infection-control risk to the patient and/or operators. And it states that if the endoscope is not cleaned immediately after each procedure, it may be difficult to effectively reprocess the endoscope. In addition, the instruction manual states that the aw channel cleaning adapter should always be used to clean the air/water channel to prevent clogging of the air/water nozzle. And it states that the endoscope should be thoroughly cleaned, disinfected or sterilized to a high level, and then returned for repair. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.